Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a temperature alarm. There was no impact to customer's blood glucose level. The pump was not within abnormal temperature conditions. Reportedly, the customer able to resume insulin delivery after a few minutes. It was indicated that the customer will continue to use the pump for insulin therapy.